Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, an unknown proximal femoral nail antirotation (pfna) blade could not be removed from an impactor upon removal of the blade. There was no surgical delay and adverse consequence to the patient reported. This report is for one (1) impactor f/pfna blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: visual inspection confirmed that the pfna blade is still jammed with the extraction screw f/pfna blade. Apart from that the instrument is in good condition, there are some slight wear marks visible at the shaft. Functional test: a function test could not be performed as the blade cannot be removed from the extraction screw. Dimensional inspection: the dimensions could not be verified due to the damage incurred, however, dimensions were checked at the time of manufacturing with no issues documented. Document/specification review: the returned extraction screw was manufactured in july 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. The main function of the extraction screw, extracting the pfna blade, was fulfilled thus a design related issue can be excluded. Summary: the returned extraction screw was examined, and the complaint condition was able to be confirmed as the blade is jammed on the extraction screw. All attempts to remove the blade from the extraction screw for pfna blade were unsuccessful. The returned extraction screw was manufactured in july 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. No manufacturing related issues that would have contributed to this complaint were found. This complaint condition is most likely a result of high applied mechanical strain during blade removal. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.010.411. Lot: l019778. Manufacturing site: bettlach. Release to warehouse date: 07 july 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.